Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test noted. The unit passed unexpected restart test and no unexpected restart error alarm noted. The unit had intermittent button response due to corroded keypad traces. There was no numbers scrolling up, numbers sticking or moisture damage on electronic assembly or motor noted. The unit had bleeding on lcd glass, minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the insulin pump got wet and alarmed unexpected restart; failed battery test and button were sticking. Customer stated that his blood glucose was 240 mg/dl. Troubleshooting was done for unexpected restart alarm and key anomaly. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).